Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. Clinical states that at the time of pump explant of 2 hour case, a femoral damage was observed. At implant, imaging was done and no excessive force was applied. No other supporting information was provided. Pump was not returned. Therefore, the root cause of the vascular damage issue was not determined since insufficient clinical information about the time and the reason of the damage was provided. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27280 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The user facility reported that when impella cp was removed on a 79 year old male patient, closure of the access site was attempted but unsuccessful. The surgeon was called to repair the femoral artery. The patient survived the procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿